Manufacturer narrative:
Product event summary: the guidewire was returned, analyzed and the guidewire was broken. The guidewire was damaged and was unraveled. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that one day post implant of the left ventricular (lv) lead, the lead pulled back causing high thresholds. The doctor advanced the lv lead and went to pull back guidewire when it tangled up on itself. The doctor was unable to pull guidewire back. It was also noted the guidewire broke in the vessel causing spasm or occluded but the doctor was no longer able to cannulate that vessel which was the optimal vessel. The guidewire was left in the vessel. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).